Manufacturer narrative:
Lot/serial#: (B)(4): UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent repair of a right common iliac artery aneurysm and an abdominal aortic aneurysm whereby gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses were implanted. It was reported that computed tomography (CT) images dated (B)(6) 2018, indicates a right internal iliac artery aneurysm. No reintervention has been performed, the event is ongoing. Gore imaging services has confirmed the aneurysm was present during the initial procedure and is in the treated area. The right internal iliac aneurysm sac has enlarged, the amount is unknown.